Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted bilateral inguinal hernia surgical procedure, a customer informed intuitive surgical, inc. (Isi) technical support engineer (tse) that 30-degree endoscope kept flipping up/down incorrectly. The customer replaced the endoscope, but the issue persisted. After multiple troubleshooting steps were performed, the issue was eventually resolved by performing emergency power off (epo) the patient side cart (psc). The procedure was completing as planned with no reported injury.